Event description:
It was reported the powered wheelchair arm rest assembly is loose. As a result, the patient has reported she is unable to judge distances and/or drive the wheelchair straight. The patient reported she drove her wheelchair into a door causing injury to her toe. The patient indicated she fractured her toe but did not seek any medical attention to receive a formal diagnosis or treatment plan.